Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
During analysis no communication could be established. The battery voltage was 0.643v. No high current was detected, and power consumption of the device was measured and found to be normal. The battery was sent out to the vendor for further evaluation. No anomalies were found that would cause the battery to deplete. The cause of the battery depletion was undetermined.